Event description:
It was reported that a drip was coming out of a clearlink system - non-dehp solution set port (clearlink). The issue was identified during patient infusion with vidaza. An unspecified flush syringe was screwed onto the port to prevent chemotherapy from leaking out; the empty syringe was held in place for the duration of chemotherapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.